Event description:
Reporter alleged blood glucose measured "hi" 397, 485, 355, and 81 mg/dl when all tests were performed within 10 minutes of each other. No actions or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.